Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on 08-may-2024 one infusion set fell off after 24 hours. The blood glucose level was 255 mg/dl and customer are issuing the high blood glucose with correction bolus via pump and also mdi. No further information available.